Event description:
Per complaint (B)(4), claim form received with missing information contacted customer for additional information.

Manufacturer narrative:
Patient's age, weight are unknown. Explant date is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.